Event description:
It was reported that the tip of shaver broke off during a shoulder procedure. Fragments were retrieved in full. Exam confirmed that there were no other fragments.

Manufacturer narrative:
Additional info will be provided once investigation is completed.